Event description:
It was reported that the liquid was infused into the foley catheter and no liquid leaked during the use. After removing the foley catheter, it was found that there was no liquid in it. The user had no idea where the liquid went. The patient just had the catheter for several days but the balloon became deflated. Per follow-up information received from ibc on (B)(6) 2022, stated that no pinhole or other breakage was observed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Further function testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological catheter. A potential root cause for this potential failure mode could be contributed by torn rubberize layer that may lead to lumen-to-lumen leak. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."